Manufacturer narrative:
System analysis/service repair in the field was performed on (B)(4) 2015. The resonator s/n (B)(4) was returned to the manufacturer on august 26, 2015. Product evaluation summary: the resonator s/n (B)(4) was evaluated on (B)(4) 2015. The reported error 111 ¿diode voltage is low¿ issue was confirmed. The diode s/n (B)(4) and desiccant were replaced. The resonator was realigned and a new test report was completed.

Manufacturer narrative:
Product evaluation: the console was evaluated and repaired in the field on (B)(6) 2015. The reported error code 111 was confirmed and determined to be the result of a defective resonator. The resonator was replaced and a preventative maintenance (pm) performed. The system was tested and verified to meet specification.

Event description:
It was reported the glhps laser console was experiencing "error 111" issues. The case was completed by alternate procedure, "turis". Patient outcome: "no problem" was reported. No injury to patient reported.